Manufacturer narrative:
Additional information: b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced tass (toxic anterior segment syndrome) non infectious. Treatment was performed but it was not elaborated upon what kind. It is reported that the patient clinical status was normal after 48 hours. If additional information is received, a supplemental medwatch report will be submitted. H6-clinical code 1875 is not applicable. Reporter updated that the patient did not experience endophthalmitis. Code updated to 4469 h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Endophthalmitis is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endophthalmitis. It is reported that the patient is currently improving. No further information has been provided at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).